Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 1627487-2019-06481. Related manufacturer reference number# 1627487-2019-06483. Related manufacturer reference number# 1627487-2019-06485. It was reported that system diagnostics revealed high impedances on one of the extensions during an ipg replacement procedure (related manufacturer reference number# 1627487-2019-06478). In turn, the extension was explanted and replaced. It is unknown which extension is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Related manufacturer reference number# 1627487-2019-06481; related manufacturer reference number# 1627487-2019-06483; related manufacturer reference number# 1627487-2019-06485.